Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the bolt at the proximal tip of handle loosened. Nail was jamming at the inserter during attaching. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. Investigation of the complained inserter shows that the header proximally loosened from the screw connection which is also glued from production side. The instrument shows marks of use but no visible damages and the chuck is fully functional. The used nail has not been returned for investigation and therefore could not be investigated. Further investigation on documentation for material and manufacturing showed that the inserter has been manufactured in july 2014 pursuant to specification. A failure in material or manufacturing could not be detected. With the available material and information, it is not possible to determine the exact cause which led to the complaint. However, it appears that an unforeseen high force effect through the header led into the unbolted connection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.